Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. Correction number: 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. Evaluation revealed an intermittent flex connection at the force sensor pins. Evaluation also revealed a bad force sensor calibration. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed an intermittent connection at the force sensor pins. This report is being made based on the evaluation results.